Event description:
It was reported that the surgeon thought the hip may have been infected. She washed out and replaced the mdm implants with new ones. It was never determined if hip was actually infected.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 626-00-46f, lot # 39762401, description: modular dual mobility insert. Cat # 18-28-3, lot # 36602601, description: delta c-taper head 28mm - 2.5. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in a supplemental report.